Manufacturer narrative:
Due to character restrictions in block e1, e1 event site telephone is (B)(6). A getinge field service engineer (fse) checked that the ups battery was empty and unusable, and the customer refused the quotation. The repair was completed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine equipment maintenance, discovered by customer the cs300 intra-aortic balloon pump (iabp) ups battery was found to be unusable. There was no patient involvement.